Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Decreased atrial and rv sensing, increased threshold, varying shock impedance, unsuccessful threshold measurement possibly due to minimal evoked response. Small but sudden changes across multiple lead measurements. No adverse patient events were reported. Should additional information become available, this file will be updated. Recommended lead evaluation. Lead remains implanted.